Manufacturer narrative:
The device's 'date of explant' was inadvertently omitted in the initial report.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was explanted due to pain at the ipg site.